Manufacturer narrative:
Correction: section d medical device brand name. A supplemental MDR was submitted to reflect the correct medical device brand name.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower system, door 4 failed intermittingly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower system, door 4 failed intermittingly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 failed. A field service engineer powered down the station and replaced the latch with a spare from stock. After powering the station back on, all doors were initially off the bus. Then powered the station down again, and upon reboot, the drawers came back online. The user verified that the door was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower system, door 4 failed intermittently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.